Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary unable to access certain medication. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that checked the user's access and did not see anything that would restrict access. The customer advised tss to close the case and no resolution was provided on how the issue was resolved. The system functioned as intended after the issue was resolved by the customer.